Event description:
New information received indicated that additional oversensing episodes were observed. Programming changes were made and further testing was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple events of non-sustained post-paced t-wave oversensing was observed on a stored egm. The patient was asymptomatic. Programming changes were made.